Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report for a check patient line was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center to report a check patient line alarm that occurred on the home choice (hc) machine during initial drain. The drain volume (dv) = 1 ml. The hp stated she was not sure if she had fluid in her. The technical service representative (tsr) advised the hp to pull lines up in the door, to move clamp on line, and to close and open the transfer set. The hp stated the alarm repeated twice. The tsr assisted the hp to bypass to fill. The hp stated the hc was not filling. The tsr instructed the hp to remove all tape from the patient line. The hp stated the alarm repeated and air bubbles were present in the patient line. The tsr advised the hp to restart therapy. On (B)(6) 2011, product surveillance spoke with the caregiver (cg) who stated no further information was available.